Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2014 at 10:55 pm. The patient manages her diabetes with insulin (self-adjuster) and denied making any changes to her usual diabetes management in response to the alleged issue. The following morning at 8:30 am on (B)(6) 2014, the patient reported developing symptoms of being ¿shaky, irritable, confused and had slow vision¿. The patient reported self-treating with food and drink in response. The patient claimed she did not test her blood glucose on any other device. At the time of troubleshooting, the csr confirmed that the patient was unable to turn the meter on manually or with a test strip. The csr noted that the correct test strips were being used for testing and the batteries did not need replacing. At the time of troubleshooting the alleged power issue remained unresolved and replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.